Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Three random sealed reservoirs were evaluated and the reservoirs passed per specification. The seals and stopper groove were checked for defects and none were found. No air bubbles were observed during analysis.

Event description:
It was reported that the there were air bubbles in the reservoir. It was reported that there were no air bubbles during the filling process; the bubbles emerged after a while. The customer's blood glucose was unknown. Nothing further was reported.